Event description:
A ligamax el5ml 5 mm endoscopic multiple clip applier was used during a diagnostic laparoscopy with laparoscopic lysis of adhesions and a laparoscopic appendectomy. Doctor stated that the clip applier was broken and requested a replacement. Doctor stated the clip was not clipping, closing, when the device was activated.